Manufacturer narrative:
A complete lead was returned in one piece, measuring 86.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the left ventricular lead dislodgement was due to patient anatomy and there was no allegation of malfunction by the physician. The patient's condition was stable after the procedure. No other left ventricular lead was implanted. The physician discussed offering the patient an epicardial lead placement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12801. It was reported that lv lead dislodgement was observed. The physician stated that the lv lead was implanted in an unstable area, and it kept falling out. The lead was not implanted.